Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. The unit was tested, and it was determined that the burr lock assembly was damaged and would not lock a cutter device. The burr lock mechanism assembly was disassembled, and it was determined that the stainless-steel springs that allowed the locking tabs to move in and out were destroyed, rusted and crumbled, causing the burr lock to not function. It was further determined that this was due to incorrect spring material caused by a vendor issue. This issue has been escalated to CAPA. Additionally, a review of the service history record indicates that the device had been returned previously for the same malfunction. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device was heating up. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.